Event description:
A medic pressurized a oxygen tank/regulator and the CPAP pigtail blew out the back into her left hand. The pigtail was brand new and blew out in the middle of the hose.

Manufacturer narrative:
In speaking to (B)(6), on (B)(6) 2012, the hose was attached to a oxygen regulator, in which not sure if the regulator dropped the pressure from 2000psi in the tank to 50psi working pressure. The oxygen hose is rated to a maximum pressure of 200psi. If the pressure was actually 2000psi, this would of caused the hose to fail.